Event description:
Physician reports "during the operation it was observed that outer layer of implant melted. Inner gel remained as a whole inside." Device has been explanted. This relates to the left device.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified, weight to the spec, red particles on the surface of the shell, crease flat. Cloudy was observed, after autoclave disinfection process. Based on the device analysis, the final assessment is: no issues found related with the manufacturing process. An no openings or issues related to rupture device were observed.

Event description:
Physician reports, "during the operation. It was observed, that outer layer of implant melted. Inner gel remained as a whole inside". Device has been explanted. This relates to the left device.